Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector unlocked on the lcd board. The keypad traces was inspected and no anomalies noted. The insulin pump had minor scratches on the lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly. The mother also stated the insulin pump's screen was frozen. Customer's blood glucose was 178 mg/dl. Troubleshooting found the insulin pump was not frozen, but the buttons were unresponsive. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.